Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry. (B)(4). A wallflex enteral colonic stent was returned for analysis. Visual examination revealed that the device was returned in several sections. The distal end of catheter, clear outer sheath and blue section of outer sheath measuring 1587mm were returned. The stent was fully mounted onto this section of device. The outer sheath was kinked at 32mm from its distal end and was accordioned at the proximal end of the stent. A tear was noted in the outer sheath measuring 13mm and was located at 167mm from the distal end of the blue outer sheath. The inner was extending proximally from the proximal end of the blue outer sheath by 462mm. The proximal end of inner measuring 242mm and stainless steel handle measuring 113mm were also returned. The stainless steel shaft was broken and kinked. A section of blue outer sheath measuring 294mm was accordioned along its length. A section of undamaged blue outer sheath measuring 160mm and the proximal handle with 5mm of stainless steel shaft attached were also returned. During the product analysis, the investigator was able to deploy the stent. All sections of the blue outer were dissected longitudinally and no issues were noted. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the damage to the returned device was consistent with excessive force being applied during deployment. However, it was possible to deploy the stent during analysis. As it was possible to deploy the stent during analysis, the cause of the reported deployment difficulties was most probably due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. However, the dfu states: "caution: the stent should deploy easily. Do not deploy if unusual force is required." It was reported that the nurse pulled the device hard during deployment.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure in the distal colon performed on (B)(6) 2015. There was no visible damage on the device and its packaging prior to use. During the procedure, the nurse pulled the device back hard and it would not deploy. After trying for awhile, it snapped where the metal stent meets the metal part under the outer sheath. All parts of the device were removed from the patient. The procedure was finished with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was broken in multiple locations.